Event description:
It was reported that the patient had a syncopal episode for about 10 seconds. The device was checked thoroughly and there was no significant finding. The device remains in use with further study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.